Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was "displaying error codes and rotation of ch1 did not increase." It is known that the event did not occur during surgery. However it is unk if there was pt or user injury, or medical intervention reported related to this occurrence. No additional information is available.